Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.10 failed due to the faulty controller board. The field service engineer stated that there was delay in dispensing the medication to patient. During evaluation, the engineer identified a malfunction in the controller board and discovered that one of the engine ribbon cables was severely bent. Subsequently, the engineer removed the mini drawer assembly and replaced the faulty controller board. After reconnecting all ribbon cables, the drawer was reinserted. The station was then powered on, and the mini drawer assembly was configured, allowing the customer to recover the storage spaces and assign medications to verify proper functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia system experienced a failure in the main drawer 1.10. The customer tried to recover the system by rebooting it, but the issue still persists. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and this incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.